Event description:
It was reported that the patient's aveir leadless pacemaker exhibited unstable saturation scores caused by defibrillation. No interventions were performed, and there were no patient consequences.